Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that there were issues with verification during a case issues with verifying suctions. Attempted to verify a straight suction using instrument tracker one, and it would not verify. Attempted to verify a 90-degree suction with instrument tracker two and it would not verify. Swapped instrument tracker one to the 90-degree suction and it verified. Swapped instrument tracker one back to the straight suction and it verified. There was a reported delay of less than an hour. There was no impact to patient outcome.

Manufacturer narrative:
Product analysis #703905197, (B)(6)2020, 12:48:53 cdt webmremotews sfdcmnav product analysis task update tested by date: 2020-09-02. Findings and conclusions: the returned tracker was not recognized when connected to a known good system and would not track. A check of the em interface showed all three coils firing normally. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 643143 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.